Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. The in-house monopolar curved scissors (mcs) tip accessory was successfully installed firmly into the instrument. The grip did open and close properly when grip knob was manually rotated. Manual tip articulation was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. Although the instrument was found to have scratch marks/abrasions at the over molded tube adapter, the in-house mcs tip was still installed properly without any issue. The housing was removed for inspection and found no damage. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have scratched tube adapter. The over molded tube adapter was visually inspected and found to have scratch marks/abrasions. The in-house mcs tip accessory was successfully installed despite the damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, while dissecting, the single port (sp) monopolar curved scissors (mcs) tip accessory could not be installed firmly and then fell into the patient. The fragment was successfully retrieved by the assistant and confirmed by the surgeon, and no additional surgical procedure was required for removal. No post-operative imaging tests, such as x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically, and a backup instrument of the same type was used to complete the surgery. There was no injury to the patient, and the patient has not returned to the hospital for any post-surgical complications related to a retained foreign object.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip accessory that fell into the patient is not available for return.